Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was able to be reproduced with isometrics. Other electrical measurements were normal. No intervention or patient symptoms were reported.